Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air sensor malfunction. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air sensor malfunction which was not reproduced. The air sensor malfunction was verified through a review of the event history log by the presence of air in line alarms. The cause was determined by a visual inspection which found cracks on the upstream sensor flex contacts. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.